Event description:
It was reported that the ventilator failed o2 cell/sensor test during pre-use check. The o2 gas module was replaced. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed o2 cell/sensor test during pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the o2 gas module. The device logs were not provided. The replaced part was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).